Event description:
On (B)(6) 2009, pt reported the down button is not working on his infusion device. Pt stated he first noticed it about a month ago. He reported it was intermittent at first but has gotten progressively work, and this morning it stopped working completely. Pt reported he would notice the button was not working when he was trying to program a bolus. He stated the button still pushes in and pops out. Had pt disconnect from his infusion site. Tested the up and down buttons; neither would respond with a beep, vibration or display of 0.0. Pt stated, the up button was working previously, but now it is not. Advised to call his doctor for instructions on insulin therapy. No physiological effects were reported. The pt did not require medical assistance form a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.